Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that one device had a pressure sensor that tripped at 15psi. The customer can¿t calibrate and reports that the device says bottom pressure sensor should be replaced. There was no patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative . Investigation summary: the complaint that one device had a pressure sensor that tripped at 15psi was not confirmed with the information provided via email. A log analysis, inspection and laboratory testing could not be performed because the devices were not returned for investigation. The bd alaris¿ system maintenance model 8975, v12.3.0 software user manual states: only use pressure calibration sets to calibrate the pressure system to avoid miscalibration of the pressure system. Do not use pressure calibration sets for more than 20 uses. Do not use pressure calibration sets past their expiration date (six-month maximum shelf life). Pressure calibration is only required if the pump module fails the pressure calibration pre-test or after the pump module is replaced. For information about running the pressure calibration test (including a diagram of the test setup), see pressure test/calibration setup on page 104. There was no patient involvement. Root cause: the root cause of the reported that one device had a pressure sensor that tripped at 15psi, the customer can¿t calibrate and reports that the device says bottom pressure sensor should be replaced was not determined as no devices were returned for the investigation. . Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that one device had a pressure sensor that tripped at 15psi. The customer can¿t calibrate and reports that the device says bottom pressure sensor should be replaced. There was no patient involvement.